Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during an apex total shoulder repair the ar-9236-04pp center peg broke when trying to remove. All pieces were retrieved with no issues to case. Ar-9231-20 was not working on broach and version rod angles were off. These items were replaced and the case was completed and the patient is fine to date.

Manufacturer narrative:
Complaint confirmed, the central peg broke off flush with the rest of the device. The cause of the event is undetermined, however a likely cause is user-applied mechanical forces.